Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the integrated electro-surgical unit (iesu) due to error c-84. The iesu involved with this complaint has been received by failure analysis, but an investigation has not been completed. A supplemental MDR will be completed once fa results are completed or if new information is received. A review of the site's complaint history does not reveal any related complaints involving this product or this event. No image or video clip for the reported event was submitted for review. This complaint is being classified as a reportable event due to the following conclusion: the electrosurgical generator unit (esu)] was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) to report that the bipolar forceps kept getting a short message. The customer reported that the doctor was taking normal bites of tissue. They changed out the instrument and activation cord with no change. They tried both ports on the erbe bipolar with no change. Tse had the customer try to power cycle the erbe with no change. The energy settings were 0 and 3 for cut and coagulation. The customer said that they had the activation cord for the covidian generator and they might try to use it for this case. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer reported that after a hard cycle of the system did not work, the covidian generator had to be used.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that fa confirmed and reproduced the reported complaint. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to the manufacturer for repair.